Manufacturer narrative:
(B)(4) per DHR the product auto endo5 ml lot#: 73d1800377 was manufactured on 04/15/2018 a total of 288 pieces. Lot was released on 04/27/2018. DHR investigation did not show issues related to complaint. The customer returned (B)(4) unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly into the jaws. The sample appears used as there is biological material present on the device. Reference file: (B)(4) for investigation photos. First, the partially loaded clip was manually removed , and the trigger cycle was completed. A buildup of biological material was observed in the bottom jaw. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The buildup of biological material in the bottom jaw did not prevent the clips from loading properly. The sample was received with 8 clips remaining including the partially loaded clip, indicating that 7 clips were fired by the end user. No defects or anomalies were observed. Reference file: (B)(4) for investigation photos. The IFU for this product: l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips jamming" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as all remaining clips were able to properly load into the jaws and were successfully applied to over-stressed surgical tubing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Event description:
It was reported that after firing half of the clips, while she was going to clip the ureter, the surgeon observed the applier/clips jammed. Clinical consequences: the surgeon who faced the issue cannot be reached anymore (maternity leave) but the report stated that the consequence for the patient was a longer procedure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after firing half of the clips, while she was going to clip the ureter, the surgeon observed the applier/clips jammed. Clinical consequences: the surgeon who faced the issue cannot be reached anymore (maternity leave) but the report stated that the consequence for the patient was a longer procedure.